Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4).

Event description:
It was reported to boston scientific corporation that a obtryx sling was implanted into the patient. According to the complainant, after the procedure vaginal erosion occurred, and the exposed mesh was removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.